Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot# p0809 with expiration date 01/2011 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Event description:
Increased knee pain [arthralgia] case description: spontaneous report received on 05-jun-2008 from a consumer regarding a (B) (6) female patient, (B) (6). The patient's relevant medical history included knee pain. The patient received injections of synvisc in both knees on (B) (6)-2008 and (B) (6)-2008. After each of her first two synvisc injections in both knees, the patient experienced increased pain in both knees. After the first injection, the increased pain in both knees lasted about three to four days. With the second injection, the pain in both knees was continuing. The patient stated that she treated the knee pain by icing her knees. As of the date of receipt of this report, the patient had not yet recovered. Additional information was received from the physician on 26-jun-2008. The patient had a history of moderate osteoarthritis since (B) (6)-2006 with prior knee effusion, joint narrowing, and osteophytes. The patient was previously treated with nsaids and steroids. The patient received injections of synvisc in both knees on (B) (6)-2008 and (B) (6)-2008 with 20ml of effusion collected prior to the (B) (6)-2008 injection. The patient experienced increased knee pain which began on (B) (6)-2008 and was treated with a medrol dosepak on (B) (6)-2008. The increased knee pain resolved on (B) (6)-2008. Reported concomitant medications included antivert, mobic, pregabalin, levoxyl, nexium, skelaxin, adderall xr, morphine sulfate, clonazepam, lidoderm, cymbalta, and duragesic patch. The physician assessed the relationship between the increased knee pain and synvisc as probable. As of the date of receipt of this report, the patient had recovered. The qa investigation results were received on 30-jun-2008. The production and quality control documentation for lot# p0809 with expiration date 01/2011 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.